Manufacturer narrative:
The patient's known driveline infection was previously reported under MFR # 2916596-2020-06215. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient underwent an exchange of their heartmate 3 device due to a known pseudomonas driveline infection. The patient was recovering from the exchange and the pump would be returned for analysis.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient¿s driveline infection, as well as a direct correlation to heartmate 3 left ventricular assist system (lvas), serial number (B)(6) , could not conclusively be determined through this evaluation. (B)(6) was returned assembled with the pump cable severed approximately 9.00¿ from the pump housing. Approximately 5.00¿ of the sealed outflow graft was returned attached to the pump cover outlet port. The sealed outflow graft bend relief was returned secured around the graft attachment. The apical cuff was not returned. Visual inspection of the inflow and outflow cannulas revealed no evidence of developed depositions or thrombus formations. Upon disassembly of the pump body, examination of the blood-contacting surfaces also revealed no evidence of developed or adhered depositions or thrombus formations. Visual inspection of the pump rotor and rotor well did not reveal any surface scratches of defects. The left ventricular assist device (lvad) event and periodic log files were retrieved from the returned device. The lvad event log file contained approximately 66 minutes of data from 24nov2020. The lvad periodic log file contained data from (B)(6) 2020 through (B)(6) 2020. No atypical lvad faults/events were captured and temperature, rotor displacement, and rotor noise remained stable throughout the log files. The log files appeared to capture the device functioning as intended. (B)(6) was cleaned, reassembled, and functionally tested on a mock circulatory loop. The device functioned as intended and in accordance with manufacturing specifications. The current heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) lists driveline infection as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system in section 1, ¿introduction¿. Care instructions regarding preventing infection are provided in section 6, ¿patient care and management¿. The heartmate 3 lvas patient handbook is also currently available. Care instructions for preventing infection are outlined in various sections of this document. The current heartmate 3 lvas IFU and patient handbook contain information on caring for the driveline. Section 8 ¿equipment storage and care¿ in the IFU states that a damp cloth can be used to clean exterior surfaces of the external parts of the equipment. Water, with or without a mild dish soap, may be used as a surface cleaner. Section 8 also warns that patients should never submerge the driveline in water or liquid. Section 6 ¿caring for the equipment¿ in the patient handbook also outlines proper driveline maintenance for the patient. The user should check the driveline daily for signs of damage (cuts, holes, tears) and call their hospital contact right away if the driveline is damaged (or might be damaged). The relevant sections of the device history records for (B)(6) and the percutaneous lead were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 25oct2017. No further information was provided. The manufacturer is closing the file on this event.